Event description:
The hospital reported that during preparation for the saphenous vein harvesting procedure, the uniport plus conical tip become unglued from the plastic conical tip shaft while outside of the patient. A second device was used to complete the procedure. No patient complications were reported by the hospital.